Event description:
The micro sagittal saw was sent in for evaluation because it was running with too much speed. The event occurred when the device was first turned on. A spare device was used for the procedure with a delay of no clinical significance. No adverse event was associated with the device.